Event description:
It was reported that 60 in ultra minibore extension set tubing broke. The following information was provided by the initial reporter: material #: me2017 batch/ lot #: unknown. It was reported that the tubing broke at the hub while attaching to the patients piv. Verbatim: med infusion pump tubing broke at the hub when attaching to the patients piv. Tubing saved.

Manufacturer narrative:
Investigation: customer reported that the tubing broke at the hub of the male luer, and returned the affected sample. The plastic piece containing the threads was broken off, and the complaint is verified. The root cause for the broke cannot be determined. A device history record review could not be performed on model me2017 because a lot number was not provided by the customer.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 60 in ultra minibore extension set tubing broke. The following information was provided by the initial reporter: material #: me2017 , batch/ lot #: unknown. It was reported that the tubing broke at the hub while attaching to the patients piv. Med infusion pump tubing broke at the hub when attaching to the patients piv. Tubing saved.